Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was off right now that is display was blank. Customer states that spring was damaged. Customer current blood glucose was 282mg/dl and 142mg/dl at time of incident. Customer treated high blood glucose with manual injection. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.